Manufacturer narrative:
Device history record (DHR) review confirmed the defect reported by customer "metal support tube missing". A review of the past two years shows that the only lot affected is 01a1400037. Root cause: the operator confused the 18400 operation, that requires crimping , with the 18305, that does not require this operation. Corrective actions: personnel were notified of the missing support tube. The device documentation was revised to establish the necessary controls to prevent re-occurrence of this issue. Manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: complaint alleges that the metal support tube was missing from the cholangiogram catheter. The patient's condition is reported as fine.